Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported far field r-wave (ffrw) oversensing on the ra lead triggered ataf misclassification. It was further noted ventricular undersensing resulted in over-pacing.

Manufacturer narrative:
Continuation of d10: 310c29 tissue valve, implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead also exhibited far field r wave oversensing triggering false atrial tachycardia/atrial fibrillation (at/af) detections. The right ventricular (rv) lead exhibited undersensing which resulted in unnecessary pacing. The rv lead also exhibited loss of capture. The rv and ra lead remain in use. No patient complications have been reported as a result of this event.